Manufacturer narrative:
Manufacturing site evaluation: the device was not returned to the manufacturer for physical evaluation. Additionally, no on-site evaluation of the unit was performed and no parts were returned for failure analysis. Therefore, the investigation was not able to confirm a device issue that could be associated with the reported event. An investigation of the device manufacturing records was not able to be conducted by the manufacturer as lot # of the device in question was not known. However, all device history records (DHR) are reviewed and released according to documented procedures and a device is not released if it does not meet requirements or is nonconforming. A definitive conclusion regarding the complaint incident cannot be reached without a physical examination of the complaint device.

Event description:
It was reported to aesculap inc. That a vega knee implant system was implanted during a primary surgery of the left knee performed on (B)(6) 2017. According to the complainant, following the primary surgery, the patient experienced left knee pain, difficulty walking, as well as loosening and instability of the implant. The patient underwent a revision surgery on (B)(6) 2018. The complaint device was not available to be returned to the manufacturer for evaluation. Following the revision surgery, the patient experienced further knee pain, difficulty walking, and loosening and instability of the implant. Additional information has been requested, but has not been made available. The adverse event / malfunction is filed under aag reference (B)(4).